Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Screw to hold a trident trial liner (36, e, 0 degree) broke through the center of the trial, thus not providing any fixation and leaving the screw and a small piece of plastic fixed to the shell. It was removed with relative ease.

Manufacturer narrative:
An event regarding crack/fracture involving a trident 0° insert trial 36mm was reported. The event was confirmed. Method and results: device evaluation and results: the trident insert trial was heavily scratched and damaged along the rim of the trial. Visual inspection was discussed with the material analysis engineer and indicated that fracture of the trial occurred over repeated loading cycles. Visible brown discoloration in that region indicates the part was breaking over time. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation concluded that broken insert trial was caused by overload from repeated use. The fracture occurred over time until the final fracture occurred as reported. If additional information becomes available, this investigation will be reopened.

Event description:
Screw to hold a trident trial liner (36, e, 0 degree) broke through the center of the trial, thus not providing any fixation and leaving the screw and a small piece of plastic fixed to the shell. It was removed with relative ease.